Event description:
Per complaint# (B)(4), (B)(4) distributor reported finding an extraneous chaff on the implant. The length of filament is more than 0.25mm (0.01") therefore this condition is out of ID's standards.. The issue was noticed upon receiving inspection and returned to implant direct for qa inspection. Qa performed a visual inspection substantiating the customers claim. Debris is located between implant and fixture mount and appears white in color. However, investigation is not yet complete.